Event description:
The ventilator made a high pitch sound, high-priority (red) alarm, and then turned off during use (black screen with no lights). Patient was hand ventilated, and the ventilator was changed out.